Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery was replaced to address the issue. In addition of the above evaluation, the device's pollen filter, exhaust fan assembly, 43micron filter, power cord, blower, stirring fan foam due to prevent failure. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The device's software was uploaded.